Manufacturer narrative:
Concomitant product: product ID 3889-28, lot # va0tryy, implanted: (B)(6) 2015, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
The consumer reported that the patient experienced a loss or change of therapy. The patient¿s therapy was not working in (B)(6) 2015, so they changed the programs with someone over the phone. The patient was peeing all over themself for the past 2 weeks since (B)(6) 2015. This was considered a sudden change in therapy or symptoms. The patient mentioned that they had a fall hard on their butt 2 nights ago. The patient changed to program 4 and could feel stimulation with the therapy on. The indication for use for this patient was gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the health care provider (hcp) reported that they were unaware of any issues. The patient was last seen on (B)(6) 2016 and their urinary signs and symptoms were controlled by their device.